Event description:
Customer reported that pump declared an altitude alarm, and despite cts instructions, customer was unable to resume insulin delivery after multiple attempts. There was no adverse impact to customer's blood glucose level reported. Cts decided to replace pump and cartridge and provided instructions for returning defective pump. Customer was instructed to use multiple daily injections as a backup therapy to ensure continuous insulin delivery, acknowledged instructions about pump storage and return procedures, and confirmed shipping details for replacement.